Event description:
It was reported the rigid video scope had a cut on the cable the issue occurred during reprocessing. There were no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the protector of the video cable section is cut. A root cause could not be identified for the fiber bonding in the outer tube area (distal end) being damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had a cut on the cable the issue occurred during reprocessing. There were no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to update the results of the legal manufacturer's final investigation. Updated fields: h6, and h11. Based on the results of the investigation, the most probable cause of the complaint is cause not established. The device history record and the code b14 (analysis of production records) were inadvertently added in the previous report. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.